Event description:
The device was returned to the MFR for analysis. It was subsequently reported that the pump system was explanted due to possible infection. The hcp who explanted the device did not believe that there was an infection. The pt recovered without sequela. It is uncertain if the pump system will be replaced at a later date.